Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that occlusion alarms occurred. Customer cleared the alarm and it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 116 mg/dl.

Manufacturer narrative:
Cartridge change was verified. Occlusion and altitude the failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.